Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Additional information was received indicating the physician suspected the loss of pacing was due to the performance of the device.

Event description:
It was reported that intermittent loss of pacing was noted on the right ventricular (rv) channel. Provocative testing was performed and no anomalies were noted. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored. Related manufacturer report number: 2017865-2023-51333.